Manufacturer narrative:
Unit received pump error 37 alarm during testing. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests or verify pump error 38 alarm due to pump error 39 alarm. Thus, software was utilized and downloaded trace/history files properly. In further full review in the pump diagnostic trace found multiple pump error 39 alarm on event date (B)(6) 2026 12:41:31.000, (B)(6) 2026 16:22:04.000, (B)(6) 2026 16:22:04.000, (B)(6) 2026 16:42:33. No pump error 38 in diagnostic trace. Pump was cut open to perform visual inspection and found no component or moisture damage on the electronic assembly, battery connector, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked case (battery tube). Unable verify pump error 38 alarm due to pump error 39 alarm. Pump error 39 alarm during testing and in the pump history download, the motor may have had an intermittent failure that was not detected during our testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed) and pump error 39 (motor current error detected). The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed for pump error alarm. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to a backup plan per healthcare professional instructions. The product mmt-1884 will be returned for analysis.